Event description:
Customer reported: prior to use a nurse confirmed a deflation failure of the tracheal cuff. Customer confirmed that fault was identified during pretesting efforts. No pt involvement.

Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the mfg site for analysis.